Event description:
It was reported that the right ventricular lead impedance increased from 800 ohms to >3500 ohms. Also it was reported that there was one episode of oversensing but no reports of inappropriate shocks. A non-reparable insulation breach was noted upon replacement of the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrections: updated initial reporter contact address. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device showed the rv pace impedance measurement was in the 800 - 900 ohm range (was one value of 1040 ohms in (B)(6) 2009) until the week ending (B)(6) 2010 when the max value was 1008 ohms. This value continued to increase through the end of the record with the week ending (B)(6) 2010 when the min/max value was 1824/2208 ohms. The lead has been subsequently returned and analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead impedance increased from 800 ohms to >3500 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device showed the rv pace impedance measurement was in the 800 - 900 ohm range (was one value of 1040 ohms in (B)(6) 2009) until the week ending (B)(6) 2010 when the max value was 1008 ohms. This value continued to increase through the end of the record with the week ending (B)(6) 2010 when the min/max value was 1824/2208 ohms. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance datatdc070004v collected from the device and have analyzed the data. (B)(4) impedance - resistance/impedance increase (B)(4) the rv pace impedance measurement was in the 800 - 900 ohm range (was one value of 1040 ohms in (B)(6) 2009) until the week ending (B)(6) 2010 when the max value was 1008 ohms. This value continued to increase through the end of the record with the week ending (B)(6) 2010 when the min/max value was 1824/2208 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the device showed the rv pace impedance measurement was in the 800 - 900 ohm range (was one value of 1040 ohms in (B)(6) 2009) until the week ending (B)(6) 2010 when the max value was 1008 ohms. This value continued to increase through the end of the record with the week ending (B)(6) 2010 when the min/max value was 1824/2208 ohms. (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defib coil, there was a white substance on the outer tubing overlay, the outer insulation had a cosmetic depression and there was apparent explant damage.